Manufacturer narrative:
The date received by manufacturer has been used for this field. The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Add the following to the investigation summary: conclusions: the defect of needle retraction failure, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation, there is no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing.- add investigation codes root cause relationship of device to the reported incident: indeterminate comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. (B)(4).

Event description:
It was reported upon insertion, the 18 g x 1.16 in. Bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technologyiv was not in the vein. On removal, the retraction button was pushed but the needle would not retract. The needle was gradually pulled out of the catheter and capped.